Event description:
It was reported (event date unknown) logic jr activation wire broke post-op on the right side. Based on information received the case has gone well and a good outcome has been achieved. No further information is available.

Manufacturer narrative:
The investigation is currently pending, and a follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Additional information was received on 06 april 2023 providing patient age, date of birth, and weight, initial reporter information, and device information. Further details regarding the reported event were also provided. It was reported the initial implant procedure occurred on (B)(6) 2023, and the distraction protocol commenced. During routine follow up on (B)(6) 2023, the x-ray showed the activation wire was broken. The distraction protocol used was to adjust 2 times per day and 2 circles per adjustment. The adjustment was performed by the same person. Further information received on 12 april 2023, indicated on (B)(6) 2023, after it was determined the activation wire was broken, the physician stated the difference in distance to achieve the physician's expected result was 3mm; however, no further action was needed as distraction had been achieved and was satisfactory. On (B)(6) 2023, the logic jr distractors and activation wires were explanted/removed in a planned procedure as part of the protocol for distraction in infants (the device is intended to be removed once distraction is achieved). The investigation is still in progress and a follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The reported device was not received for evaluation. The device history record (DHR) was reviewed for lot number reported, and no discrepancies were identified. According to the DHR, all parts were manufactured and inspected according to specification. A current inventory review of lot 1167071 took place and found three (3) items on-hand in the main warehouse. These items were inspected per their validated inspection methods against the validated drawing. All parts had passing results. A review of the complaint database revealed no other complaints for this device within a two-year period. The information received from the complainant described the breakage happening after the adjustment of the wire fifteen (15) days after the initial procedure. Although it cannot be confirmed, the user may have contributed to the failure based on the reported complaint event. However, the root cause could not be conclusively determined.